Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the center button of insulin pump had requires multiple presses to respond. Customer stated the insulin pump screen had a rainbow effect in sunlight and its effects visibility, louder noises when priming and unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments, partial display, or rainbow effect on the lcd display noted. The insulin pump was received with all buttons responding properly and passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump primed properly during testing. No unexpected prime or fill anomalies, loud motor noise, or insulin flow blocked alarm noted during testing. The insulin pump was also received with stained keypad overlay, scratched case and pillowing keypad overlay. (B)(4).